Event description:
It was reported that the lead was explanted due to oversensing. Upon removal, an insulaton break was observed.

Manufacturer narrative:
The field experience of an insulation break was confirmed. The outer insulation was found to be damaged/abraded as a result of friction with another medical device. The lead insulation break may have been a contributing factor to the oversensing seen in the field. Analysis also noted dried body fluid in the pacing coil, preventing full stylet insertion. The lead tip was bent, which is consistent with that occurring at the time of implant/explant. The abnormal lead insulation resistance was due to the abraded lead insulation.